Manufacturer narrative:
Estimated age. The patient's weight was not provided. (B)(4). Approximate age of device- 1 year and 1 month. No product was returned for evaluation. The report of low speed advisories was confirmed based on the evaluation of the system controller log file; however, a specific cause could not be conclusively determined. The log file captured that the pump appeared to be operating as intended with stable parameters until (B)(6) 2017, when the pump dropped below the low speed limit and had corresponding low speed advisories. These drops in pump speed continued intermittently throughout the rest of the log file. These events all occurred while the patient was connected to the mobile power unit. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. No other atypical alarms were captured in the log file. The patient remains ongoing on pump support using an ungrounded patient cable with no further reported issues. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that device interrogation revealed multiple low speed advisories. The patient was asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative revealed multiple speed drops greater than 200 rpms below the low speed limit that appear to have occurred only while the lvad system was connected to the power module. Power and flow appeared stable and there were no pump stoppages observed. This type of behavior had been previously linked to potential issues with the percutaneous lead (driveline). X-ray images of the driveline were unremarkable. The customer requested an ungrounded power module patient cable for the patient to use while on power module support. No additional information was provided.